Manufacturer narrative:
(B)(4).

Event description:
During the implantation the device broke. A backup device was readily available. There was a delay of less then 30 minutes. No patient injuries were reported.

Manufacturer narrative:
Two 72202403 bioraptor knotless suture anchor devices returned. Both torque limiters have an audible click with advancement. Neither device displays damage to their inner shafts or forks. Device #1 was returned without the anchor. One strand of suture was returned. Device #2 has a fractured anchor attached to a strand of suture wound on the handle of the device. The anchor shows signs of encountering difficulty during the procedure. This condition is consistent with off axis insertion. The IFU cautions: ¿ensure that the anchor placement is aligned with the drilled hole. Proper alignment is essential for successful repair. Establish and maintain axial alignment of the suture anchor with the prepared insertion site. Caution: ensure that the anchor placement is aligned with the drilled hole. Proper alignment is essential for successful repair. Establish and maintain axial alignment of the suture anchor with the prepared insertion site.¿ no site preparation or procedural information was provided. It is also unknown whether IFU recommended surgical site preparation with a spade drill bit was followed. No root cause associated with the manufacture of this device could be supported. No further investigation warranted.